Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.